Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The patient was treated with oral voriconazole (200mg orally, twice a day for ten days) for peritonitis. Four days after the event onset, the patient¿s catheter was removed. The patient was started on hemodialysis therapy and remains on hemodialysis currently. The cause of peritonitis was unknown. At the time of this report, the patient was recovering. No additional information is available. This is report 4 of 4

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).